Event description:
During a lap cholecystectomy procedure, the jaws of the device became stuck after being fired across cystic juct. The device was pried apart before being removed from the pt. There was no pt consequence.